Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, glistening was observed. He feels the glistening progression is unsatisfactory considering the new manufacturing process. ¿the glistenings are not visually significant, they have come on over two years and number in the hundreds. This is typical case.¿ additional information has been requested. There are two medical device reports associated with this patient. This is case one of two.